Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "a number of bd vacutainers with contamination were found."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received three (3) samples and one (1) photo for investigation. The customer samples and photo were reviewed and showed tubes with a larger than normal spray pattern of additive droplets on the tube wall. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube. Additionally, one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of additive abnormality was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of additive abnormality (additive spray pattern) based on the provided photo and returned samples. Bd was not able to identify a root cause for the indicated failure mode.